Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 10.9 months, due to endocarditis; from which the source was m.r.s.a. The device history record (DHR) review was completed and there was no nonconformance found related to this event.